Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event and lost consciousness. Emergency medical services were called, and the user was transported to the hospital, treated with intravenous dextrose, and released the same day. The user sustained a facial injury during the event. The user has resumed use of the ilet.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.